Event description:
On 5/27/97, the physician informed the MFR's sr. Technical specialist that the device guidewire did not fit through the introducer needle and the introducer/dilator chips. Additionally, the physician stated he has experienced the same problem with these devices in the past. The device was scheduled to be returned to the MFR for analysis. No further details were provided at this time.